Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 24mm x 3.5mm, eccentric, de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50 x 24 synergy drug-eluting stent was advanced but encountered difficulties in crossing the lesion. The device was removed and found out that the tip of the stent itself was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.